Event description:
The device was returned for investigation. During the evaluation of the device, the pca burned was observed and corroded, the iso port, was contaminated, and the pollen filter was need to replace due to preventive maintenance. Although there was no reported patient death or serious injury, this complaint is reportable because the reported issue/event could potentially cause or contribute to a death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The manufacturer previously reported that the device was returned for investigation. During the evaluation of the device, the pca burned was observed and corroded, the iso port, was contaminated, and the pollen filter was need to replace due to preventive maintenance. Although there was no reported patient death or serious injury, this complaint is reportable because the reported issue/event could potentially cause or contribute to a death or serious injury if the malfunction were to recur. The ds2adv auto CPAP device was returned to pil for further investigation. There was an initial allegation of "service required " during the evaluation pil was able to confirm the complaint of "service required". Possibly due to the potential thermal event. External inspection identified dust-like contamination, iso port had potential mineral deposits inside it, inlet/outlet seal had white dust-like contamination on it. Potential mineral deposits on top of pca. Panel discolored underneath from possible thermal event. Although the evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. Box h has been updated/corrected.

Manufacturer narrative:
The manufacturer previously reported that the device was returned for investigation. During the evaluation of the device, the pca burned was observed and corroded, the iso port, was contaminated, and the pollen filter was need to replace due to preventive maintenance. Although there was no reported patient death or serious injury, this complaint is reportable because the reported issue/event could potentially cause or contribute to a death or serious injury if the malfunction were to recur. The ds2adv auto CPAP device was returned to pil for further investigation. There was an initial allegation of "service required " during the evaluation pil was able to confirm the complaint of "service required". Possibly due to the potential thermal event. External inspection identified dust-like contamination, iso port had potential mineral deposits inside it, inlet/outlet seal had white dust-like contamination on it. Potential mineral deposits on top of pca. Panel discolored underneath from possible thermal event. Although the evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. The reported failure of thermal issue is accommodated in the product risk management file as being linked to hazard with description fire, flame, smoke. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device sn (B)(6), review confirms that the device met the final acceptance criteria and was released for final distribution